Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, wife reported that pt experienced a hypoglycemic event while he was hospitalized. Blood glucose was 40 mg/dl, and target blood glucose is 70-140 mg/dl. Follow-up was completed with pt on (B)(6) 2011, and pt reported, he received treatment by hospital staff for hypoglycemia. Pt reported, he was "really messed up" and does not know what treatment he was given. Pt does not remember the events leading up to the event. He was wearing his infusion device at the time. Pt was discharged from the hospital and remains on the infusion device. No product was requested for eval.